Event description:
The following was reported to davol via maude report mw5040494: "2011, I had surgery to repair a right inguinal hernia that happened at work and was covered under (B)(4). In 2014, I had to be admitted to the hospital after an urgent care visit because I had another hernia on the same side that was protruding into my right groin. The surgeon that performed my 2nd operation told me that the mesh had failed and a piece of mesh is still stuck in my muscle in my right leg near the femoral artery. He said if I would have waited another day or two that the hernia sac was so big that it could have put me in a coma or caused loss of life. He had to repair my hernia using my own tissue. The failed mesh that he removed from me is called bard mesh perfix plug size medium lot hutg1835. I was told this was not on a recall. So I am reporting this so it may not happen to someone else." Per follow up with patient: the patient has alleged that on (B)(6) 2011 he was implanted with a bar perfix plug to repair a right inguinal hernia. In 2014, the patient reports seeing a visible bulge in the groin area and feeling severe pain. The patient alleges that CT scans showed that he had a recurrent hernia. Reportedly, on (B)(6) 2014 the patient underwent a surgical procedure for explant of bard/davol perfix plug. The patient alleges that one small piece of mesh remained and his surgeon told him it was okay and would not require any additional surgery. The patient reports that he continues to feel slight pain occasionally, which is not severe enough for treatment at this time.

Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is listed in the adverse reaction section of the IFU as a possible complication. The sample was not returned for evaluation. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events are alleged. If additional information is obtained, a follow up MDR will be submitted.